Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 535 mg/dl. Reportedly, the cause was unknown, however the customer indicated they had kidney stones and possibly had scar tissue at infusion site. During troubleshooting with tandem technical support and the customer's health care provider, no issues were observed with pump or supplies. The customer attempted to address the elevated bg by delivering a correction bolus. The customer was subsequently hospitalized, where an insulin drip was administered to address the high bg. The customer was released from the hospital on 11/24/19 with no permanent damage.